Event description:
It was reported that the customer received a button error alarm on his insulin pump, possibly following exposure to sweat as the customer is a cyclist who was on a 30 minute ride and the event occurred 8 minutes prior to the end of the ride. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 183 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the no button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The device had minor scratched display window, cracked case at the display window corner, cracked reservoir tube and cracked reservoir tube lip. The unit also had moisture damage on the lcd board.